Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while taking a 3d image with the image acquisition system (ias) aquisition of the image stopped and it wasn't possible to perform a new 3d. When doing a 3d check (not nav), navigation was not connected, and there was no message to confirm that navigation is not connected. During troubleshooting, it was found that the batteries were at 400v and it was still not possible to start a 3d. After complete restart of mobile view station (mvs) and image acquisition system (ias), a 3d scan was performed. There was still no message to confirm the navigation is not connected intentionnally, the 3d scan started directly.

Manufacturer narrative:
Correction:patient weight not available from the site. Additional information: device manufacturing date provided. Device evaluation: a medtronic representative went to the site to test the equipment. The most likely cause was found to be that the handswitch button needed to be pressed very hard to be functional. The footswitch also had a damaged connector. Both components were replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The customer declined to return the suspect parts to the manufacturer for evaluation.